Event description:
The customer reported that his olympus hd camera head was experiencing an imaging issue during procedure preparation. According to the initial reporter, the intended procedure was completed with another device without any patient harm reported. During the device evaluation, it was confirmed that the unit was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted, the unit was not producing an image due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure occurred due to a faulty cable. However, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.